Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After completing the procedure, when the catheter was retracted through the 8f non-abbott short sheath, resistance was felt. The catheter was removed with force, causing damage and exposing internal wires on the end of the catheter. There were no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler was displaced, and the outer tubing was torn exposing the inner nitinol frame. No other visual anomalies were noted. The sheath used for the procedure was an 8.0f and not the recommended 8.5f sheath. According to the IFU, insert the distal tip section of catheter into an 8.5 f minimum introducer using the insertion tool. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage and resistance is consistent with incorrect use of the device.